Event description:
It was reported that the patient was having phrenic nerve stimulation due to the proximity of the left ventricular (lv) lead to the phrenic nerve. The lv lead was explanted and replaced. The patient was in stable condition.